Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular (rv) channel resulting in pacing inhibition and asystole. Upon review, the noise was a result of the patients non-boston scientific left ventricular assist device (lvad). In addition, it was reported that the rv pacing impedance measurement, measured less than 200 ohms. Subsequently, the device was reprogrammed. No additional adverse patient effects were reported.